Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the cause of the issue was unknown, but that piece of it seems to be resolved, however, the patient states that now when they give themselves a bolus they go numb on their right side for about an hour. It is not painful or uncomfortable and does not affect the patient¿s therapy. The reporter was not aware of any further troubleshooting that would be done as no of these issues were affecting the patient¿s therapy.

Event description:
The patient¿s wife feared that the patient was getting too much drug sometimes. Sometimes after the patient got a bolus using the ptm (personal therapy manager), he got ¿in a daze¿ where he was incoherent and his eyes were glazed over. The patient¿s wife managed the patient¿s oral opioids too, so she knew that he was not taking those in addition to boluses with the ptm. The reporter was not aware of any volume discrepancies at refills or pump alarms. At the time of this report, the patient¿s pain was terrible. The patient and his wife felt that there was something wrong with the pump as they had had the ptm replaced. The device system was delivering bupivacaine and dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.